Event description:
Customer reported via phone call that there is a button error alarm. Customer states that he was sleeping when this took place. The blood glucose reading is 162 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.